Event description:
It was reported there was a resistance to advance the guidewire, normally it slides smoothly. The anesthesiologist tried to advance it in the patient. Everything was removed as a whole unit, "device look weird". It was reported the patient is "fine". No medical intervention was required. No delay or problem to the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. Signs of use in the form of biological material were observed on the sample , which contradicts the original customer report. The customer later clarified that the sample was used. The sample was returned with the catheter slightly advanced down the cannula. Visual analysis revealed that the guide wire handle was advanced completely forward. The guide wire had exited the cannula. It was also noted that the needle bevel had punctured the catheter body. As the distal weld of the guide wire was advanced past the catheter tip, the damage to the catheter resulted in the guide wire to become severely kinked around the cannula and the catheter body. Microscopic examination confirmed the damage and revealed that the coils were severely offset directly adjacent to the bevel. No other defects or anomalies were observed. The major kink in the guide wire from measured 11mm from the distal weld. The offset coil located at the needle bevel measured 16mm from the distal weld. The guide wire length from the handle to the distal tip measured 4 1/4", which is within the specification limits of 4 3/16"-4 3/8" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula outer diameter measured 0.0323", which is within the specification limits of 0.0320"-0.0325" per the cannula product drawing. The inner diameter measured 0.0230", which is within the specification limits of 0.0226"-0.0240" per the cannula product drawing. With the catheter body still over the guide wire and cannula, an attempt to withdraw the guide wire was performed; however, the guide wire handle could not move due to the offset coils and the damage to the catheter. The catheter was deployed off the cannula/guide wire. Once removed, an attempt to retract the guide wire a second time was performed. Undue force was required to withdraw, which resulted in the guide wire becoming unraveled and separated. Once removed, a lab inventory guide wire was inserted through the needle cannula. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip". After removal of the guide wire from the cannula, the black handle was inserted back into the track of the guide wire chamber. No resistance was observed as the handle was able to move back and forth. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was advanced through the needle bevel and contained kinks and offset coils. It was also noted that the catheter body had been punctured by the needle. Despite the damage , the sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the appearance of the returned sample, the cause of the guide wire becoming kinked is likely due to undue force applied by the customer. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported there was a resistance to advance the guidewire, normally it slides smoothly. The anesthesiologist tried to advance it in the patient. Everything was removed as a whole unit, "device look weird". It was reported the patient is "fine". No medical intervention was required. No delay or problem to the patient.

Manufacturer narrative:
Qn# (B)(4).